Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction occurred. Customer's blood glucose (bg) level was 269 mg/dl. Bg went up to 500 due to not having an alternate insulin therapy. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.